Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported through the excellent study, the (B)(6) year-old female with a history of migraines presented to the hospital within three hours from symptom onset of an acute stroke with right-sided weakness and left gaze deviation. The patient received intravenous tissue plasminogen activator (IV tpa); the patient was intubated / sedated. The mechanical thrombectomy procedure was performed with the target vessel located in the distal m1 segment of the left middle cerebral artery (mca). It was reported that partial re-occlusion / post-luminal narrowing thought to be spasm was noted around the mca bifurcation in between successfully passes with the 5 x 33 embotrap ii revascularization device (et009533 / 18k202av). The vasospasm was noted after passes 1, 2, and 3. The vasospasm required administration of 10 mg of intra-arterial verapamil (5 mg post-pass 1 and 5 mg post-pass 2). Balloon angioplasty was also performed due to persistence of the spasm after the administered verapamil. Post-intervention tici score was 3 (complete recanalization with full re-perfusion). The event did not result in thrombosis or ischemia. There was no report of device malfunction associated with the embotrap device. The physician felt that residual thrombus and device manipulation contributed to the event, as catheter manipulation, stent-retrievers, and endovascular neuro-intervention are known to cause vasospasm. The patient was discharged to home on (B)(6) 2019, with a nihss score of 0. The vasospasm event did not require prolonged hospitalization but did result in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure/function. Per the investigator, the vasospasm was related to the study procedure and was probably related to the study device. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Details about the procedure and the sequence of events leading up to the vasospasm were not reported, so it is not possible to conclusively determine the root cause of the event; however, vessel characteristics, patient, and procedural factors may have been contributing factors. Since the arterial spasm was reported as an intraprocedural finding, the relationship of the device to the reported event cannot be excluded, and the event required medical and surgical intervention to preclude life-threatening illness or permanent injury/impairment, the event meets required criteria for MDR reporting as a ¿serious injury.¿ based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (18k202av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no report of device malfunction associated with the device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Details about the procedure and the sequence of events leading up to the vasospasm were not reported, so it is not possible to conclusively determine the root cause of the event; however, vessel characteristics, patient, and procedural factors may have been contributing factors. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported through the excellent study, the (B)(6) year-old female with a history of migraines presented to the hospital within three hours from symptom onset of an acute stroke with right-sided weakness and left gaze deviation. The patient received intravenous tissue plasminogen activator (IV tpa); the patient was intubated / sedated. The mechanical thrombectomy procedure was performed with the target vessel located in the distal m1 segment of the left middle cerebral artery (mca). It was reported that partial re-occlusion / post-luminal narrowing thought to be spasm was noted around the mca bifurcation in between successfully passes with the 5 x 33 embotrap ii revascularization device (et009533 / 18k202av). The vasospasm was noted after passes 1, 2, and 3. The vasospasm required administration of 10 mg of intra-arterial verapamil (5 mg post-pass 1 and 5 mg post-pass 2). Balloon angioplasty was also performed due to persistence of the spasm after the administered verapamil. Post-intervention tici score was 3 (complete recanalization with full re-perfusion). The event did not result in thrombosis or ischemia. There was no report of device malfunction associated with the embotrap device. The physician felt that residual thrombus and device manipulation contributed to the event, as catheter manipulation, stent-retrievers, and endovascular neuro-intervention are known to cause vasospasm. The patient was discharged to home on (B)(6) 2019, with a nihss score of 0. The vasospasm event did not require prolonged hospitalization but did result in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure/function. Per the investigator, the vasospasm was related to the study procedure and was probably related to the study device.